Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that the tip of the device is damaged. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.